Event description:
It was reported that low impedance was found and noise was observed upon movement. Lead was explanted and replaced.

Manufacturer narrative:
Analysis found multiple insulation abrasions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.